Manufacturer narrative:
(B)(4). Date sent: 3/3/2025. D4: batch # y7051r. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the package opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the internal components of the support tube were moving forward due to a not good crimp in the support tube, causing the feeding failures. The device was disassembled in order to evaluate the condition of the internal components. In addition, seventeen (17) clips were found inside clip track. However, it is known from the history of the device that bad crimp condition may lead to jaw damaged and malformed clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close properly and would not close on the distal tip. Attempted a few times but received the same results. Clips were able to be slid off tissue and removed. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.